Manufacturer narrative:
The customer's complaint of separated and leaked at the connection could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing was connected to spiros cap when it disconnected and leaked. It was reported that the chemo leaked onto to the patient and nurse however there was no harm. The event occurred 2 weeks ago in the infusion clinic.

Event description:
The customer reported that the tubing was connected to spiros cap when it disconnected and leaked onto patients skin during administration of vcr. It was reported that the chemo leaked onto to the patient and nurse however there was no harm.